Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A follow-up report will be generated upon completion of the investigation.

Event description:
As reported to customer relations: at the insertion of the catheter through the jugular vein, the guide became undone when pulled, resembling a spring. Another catheter from cook was used and the procedure ended without intercurrences. No part of the device was left in the patient. No adverse events have been reported at this time.